Manufacturer narrative:
The device was received for evaluation. During evaluation, the device failed the plunger driver test. A visual inspection was performed, and it was noted that the plunger driver sleeve was cracked. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the reported condition was a cracked plunger driver sleeve. To address the issue, the plunger driver sleeve requires replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq syringe pump, the device experienced failed plunger driver test. No additional information is available.